Event description:
It was reported that the part was broken at the top during the operation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the threaded tip is broken off. Further investigation showed conformity of both articles to our specifications and no apparent fault of material or manufacturing was detected. No product or material related fault was detected.